Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis determined that the stimulation board failed the stim polarity test.

Event description:
It was reported that the product was returned for preventative maintenance. The service report states, "the stim board (assy-2524-003) was replaced due to the unit failing the stim polarity test." A failed assy-2524 board that is undetected could lead to a false negative response. There was no reported patient involvement, but it is not known whether the user was alerted to this failure, as the device was simply sent in for preventative maintenance.